Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2020. The patient stated that beginning on (B)(6) 2020, she started getting inaccurate values and repeated messages telling her to calibrate. She stated that the cgm kept alarming for low (her setting is 85 mg/dl), urgent low (55 mg/dl), and low (below 40 mg/dl), but her bg was actually not low (no bg values provided). On the day of the event her cgm reading was 41 mg/dl. She stated that she panicked and did not do a bg test at that time. She could not get a hold of her support system and someone told her to call emergency medical services (ems). She went to the emergency room (ER); it was not clear if paramedics came and transported her. She stated that the ER did not check her bg. They gave her oral glucose and a sandwich based on the cgm, and monitored her. She had to spend the night there as she did not have a ride home. Since the ER treated her with glucose and food and did not check her bg, it is unclear why she thought the cgm was inaccurately low at that time, and no hypoglycemic or hyperglycemic symptoms were reported. At the time of the report on (B)(6) 2020 she was stable. During the call she stated that her device was continuing to alarm for low even though her fingerstick bg was 168 mg/dl just prior to the call. No product was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause was not determined. No additional patient or event information is available.